Event description:
It was reported that caller noted that the device is saying 96% atrial sense - ventricular sense but the histograms do not represent that. Also it says that patient is 50% mode switched, but the atrial histogram does match that either. Caller discussed that the patient is in atrial fibrillation (af) and the atrial histograms is showing that the device is undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.